Event description:
It was reported that when the kit was opened, they noticed, the needle was protruding through the inner packaging. As a result, another kit was opened and used without incident. It is not known if there was a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.